Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2017-01107 for the first spyscope digital access and delivery catheter and 3005099803-2017-01108 for the second spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy and lithotripsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, this device was inserted over the guidewire and into the pancreas. The physician tried to advance a non - bsc electrohydraulic lithotripsy (ehl) probe through the spyscope ds catheter; the probe was unable to advance, the probe kinked and the working channel sleeve of the spyscope ds protruded. The spyscope ds was removed from the patient. Another spyscope digital access and delivery catheter was used along with the ehl probe, however, the ehl probe was unable to advance and the working channel sleeve was seen protruding. Reportedly, no part of the device detached. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be "fine".